Event description:
A school nurse reported that in a back to back testing session, the pt's blood glucose readings were hi, 334 mg/dl and 335 mg/dl successively. Pt is reportedly "so pale" (hematocrit to be checked). Pt did not have supplies to do control test. No further info is available. The meter was replaced. No allegations of harm have been made.